Event description:
The operator of an advia 1800 instrument stated that the lipid results of one patient sample were questioned by the laboratory, as the high-density lipoprotein (hdl) result was higher than the cholesterol result. The sample was auto-repeated with a dilution on the same instrument, without change. The customer did not send the sample out for testing. The corrected results are unknown and no results were reported to the physician(s). There are no reports of adverse health consequences due to the lipid results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the reaction curves which indicated abnormal reaction curves consistent with an artifact in the sample impaction the reaction for the cholesterol, triglycerides and hdl assays. There was no indication of an instrument malfunction or assay issue. The cause of the lipid results in question is due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.